Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported that the patient presented to the hospital as an outpatient on (B)(6) 2015. The physician elected to reline the existing device with another bifurcated stent graft and an infrarenal aortic extension. The patient is doing well.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: misuse of the device where the cuff was two sizes larger in diameter than the main body stent; calcifications at the bifurcation; patent lumbar and inferior mesenteric arteries; short segment dissections within the left common iliac artery; and patient use of antiplatelet therapy.